Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon began to toggle the needle back and forth on the jaw without tissue being present between the jaws. There weren't signs of physical changes such as additional tension or pressure placed on the handle or toggles for movement. After he passed the needle without tissue present a total of 5 times, he took the grasper and pulled on the proximal end of the suture below the needle (approx. An inch below and never touching the needle). When doing so, the needle was disengaged from the jaw. Until this point, there weren't any indications of malfunction or additional tension near the toggles or lever. His response was that the toggles are always tight when moving from one side to the next prior to needle disengagement. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment was left in patient. No reinforcement material was used.